Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the time and date needed to be reset on their insulin pump 4 times. Customer's blood glucose was 111 mg/dl at the time of incident. Troubleshooting found that the pump had multiple battery alarms in the pump history. Troubleshooting advised customer that a new battery cap would be provided and to call back if the cap does not resolve the pump issues. No further details given.